Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be the combination of a software error of the stand control unit (scu) in correlation with the new motor control unit. The investigation showed that the error described in the complaint was caused by a combination of software error of the stand control unit (scu) in correlation with the new motor control unit (mcm4), which was introduced in may 2018. The error occurs after a system collision and the collision safety switch of the fd-guard remains active because the system stays in that position. In this case the magnetic table release remained locked and the patient table is not floatable. The error can be resolved when the operator moves the system out of the collision zone in override mode or by using other defined rescue procedures. This is well described in the instructions for use. The system was checked by a siemens service engineer; however, a final solution is not currently available. A corrective measure is planned to be released for q2/2019 with update ax045/18/s. This action will be reported to the FDA under 21 cfr 806.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that no table movements were possible in override mode. The error occurred while the physician was attempting to rescue the patient. There is no report of impact to the state of health of any patient or user involved.